Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer was using u-500 insulin within their pump supplies and experienced a low blood glucose (bg) level of 33 mg/dl. Customer "was unconscious" and required assistance from paramedics who provided multiple glucagon injections to address bg. Reportedly, customer "suspects they had a seizure" and "had bruises on body". Customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous fluids (nature of fluids were not specified), glucagon injections, and the customer consumed carbohydrates. Customer was discharged 2 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended, and advised the customer against using off-label insulin.